Manufacturer narrative:
Evaluation info. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a blower temperature high reference failure. There was no patient involvement.

Manufacturer narrative:
The motor controller board was returned to the manufacturer for failure investigation. The board was tested and the motor controller (mc) pcba passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the motor controller (mc) pcba.

Manufacturer narrative:
Updated.